Event description:
The integra sales representative reported on behalf of the user facility the following incident: the product fell apart just below the stopcock shortly after placement.

Manufacturer narrative:
To date, the device has not been received for evaluation. An investigation has been initiated based on the reported information.